Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level and insulin pump was under delivering, customer blood glucose level was 24 mmol/l. The customer stated that pump was not giving her insulin and rewind button would not go down so she cannot insert a new reservoir in the pump reservoir and tubing process. The device will not be returned for analysis.